Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2025, the patient experienced failure to alert after which they experienced a hypoglycemic event. During the night, no alerts were heard on the patient¿s phone, even though it was in normal mode with sound and calls enabled. A follower on the follow app, received urgent low alerts and called the patient to wake her up. Concerned by the lack of response, they called an ambulance before arriving at the patient¿s home themselves. When the patient¿s follower and the patient were together, the follower¿s phone continued to sound alerts, while the patient¿s phone remained silent. When the paramedics arrived, a fingerstick was taken but no specific values were reported. It was unknown what symptoms the patient experienced during the event. The patient was treated with glucagon. No further treatment was reported to be needed, and the patient was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Performance data was reviewed. A review of performance data shows that the patient's low alert was set to 70 mg/dl with the audio set to sound. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The quiet mode was enabled and set to silence all at 2:23 am on the alleged date of incident but was disabled soon afterwards at 3:34 am. At 2:22 am on (B)(6) 2025, the patient's estimated glucose values reached the low alert threshold and the app delivered a low alert at full volume with an egv of 70 mg/dl. This alert was acknowledged a minute later. The patient's egvs continued to drop and fell below the urgent low alert threshold at 2:32 am; the app delivered a visual urgent low alert at this time with an egv of 50 mg/dl. At 2:42 am, the app delivered another visual urgent low alert with an egv of 40 mg/dl. At 2:47 am, the app delivered another visual urgent low alert with an egv of 46 mg/dl. The patient's egvs then rose above the urgent low alert threshold and at 2:52 am, the app delivered a visual low alert with an egv of 59 mg/dl. The patient's egvs crossed back into target range for the next 40 minutes. Then, at 3:37 am, the patient's estimated glucose value dropped below the low alert threshold again and the app delivered a low alert at full volume with an egv of 69 mg/dl. This alert was acknowledged immediately. The patient's egvs continued to drop and fell below the urgent low alert threshold at 3:52 am; the app delivered an urgent low alert at full volume at this time with an egv of 47 mg/dl. This alert was acknowledged immediately. The patient's egvs remained below the urgent low alert threshold thereafter, and once the 30-minute snooze period for this alert ended at 4:22 am, the app again delivered an urgent low alert at full volume with an egv of low (less than 40 mg/dl). This alert was acknowledged a minute later at 4:23 am. The patient's egvs crossed back into target range at 4:42 am with an egv of 75 mg/dl. The reported complaint is undetermined. Although data investigation shows that the quiet mode was enabled for a brief period around the alleged time of the incident, it also shows that an audible low alert was delivered and acknowledged right before the quiet mode was turned on, suggesting that the patient was conscious and aware of her low glucose levels before they reached critical levels. Data investigation also shows that the patient promptly acknowledged all of the alerts that were delivered during the second period in which the urgent low alert threshold was breached. These details showing interaction with the app alerts and settings are in contrast to the patient's allegation in which she stated that she was asleep and did not receive any alerts during the incident. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.